Manufacturer narrative:
No medwatch form was received.

Event description:
The patient presented to the clinic after receiving inappropriate shocks which occurred when he bent over. Noise was evident on all egms. The noise was reproduced with arm movement. Tachy detection was turned off and the patient was sent home to await lead replacement. No further information is available at this time.

Manufacturer narrative:
The is-1 terminal pin was capped in 2009.